Event description:
Pt reportedly presented with rest pain of the right foot, and found to have developed high grade in-stent restenosis after six months implant duration. As a result, pt had a target vessel revascularization, and lesion revascularization performed.

Manufacturer narrative:
Device not returned.